Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. After crossing a non-bsc guidewire and pre-dilatation with a 2.5mm non-bsc balloon catheter, a 2.50 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and was advanced again with a non-bsc guide extension catheter as a support but still failed to cross. When the device was removed, it was noted that the stent struts were lifted. The procedure was completed with another synergy stent. No patient complications nor injuries were reported.